Event description:
A caller reported that a pump malfunction occurred, specifically displaying a "malf 0" code. There was no adverse impact to the customer's blood glucose level. Since the malfunction code was resettable and the issue did not recur after the reset, the customer was able to continue using the pump. Technical support provided guidance on resetting the pump and instructed the caller to reach out if the malfunction code reappeared, which the caller understood and acknowledged.